Manufacturer narrative:
The referenced device was returned to the olympus repair center. The customer¿s reported problem was not confirmed/duplicated as no error was observed during inspection and testing. A visual inspection was performed with no abnormalities observed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that during a laparoscopic gastrointestinal surgery procedure ¿a communication error, e216, suddenly occurred. After cleaning and reconnecting the connector, a e228 scope identification data corruption error occurred¿ when used in combination with an high definition 3cmos camera head. The tower was replaced with another similar tower and the procedure was completed. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon ¿e228 scope ID data corruption error¿ was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.